Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. The complaint concerns the screw from handle of surgical light. As getinge was informed, the screw fell off during surgery into the sterile field. The issue caused a contamination on the sterile field but there was no harm reported. We decided to report the issue in abundance of caution as any parts or devices in sterile field may lead to contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to the screw falling off during the surgery into the steril field. Provided information indicates that upon the event occurrence the device was being used for operation. Based on the performed analysis, light handle devon came loose from devon adapter and finally fell off. This phenomenon is due to an inefficient tightening of the handle into the mount and an inappropriate use of this type of handle. Devon or deroyal handles are not supplied by maquet sas, so maquet sas is not responsible for the fitting onto our light heads. The subject matter experts at the legal manufacturer found the probable root cause of this incident which probably is due to an inefficient tightening of the handle into its adapter. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 28th october, 2021 getinge became aware of an issue with one of surgical lights - powerled ii. The complaint concerns the screw from handle of surgical light. As getinge was informed, the screw fell of during surgery into the sterile field. The issue caused a contamination on the sterile field but there was no harm reported. We decided to report the issue in abundance of caution as any parts or devices in sterile field may lead to contamination or serious injury.